Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to flattened dome. No button error alarms noted. The keypad connector was inspected and no anomalies noted. The insulin pump has minor scratches on the lcd window, broken reservoir tube lip, broken battery and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the esc button was not responding. Insulin pump will be replaced.